Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient had a new implant in (B)(6) 2016 and didn¿t get an ID card. The consumer believed there was something wrong with the leads as the patient was always holding their head and complained of their head hurting on the right side. The consumer turned stimulation off on the left implantable neurostimulator (ins), but it didn¿t resolve the right sided headache. Since the implant in (B)(6) 2016, the patient had three to five falls; during one of those falls, they hit the back of their head and had a superficial cut close to the lead wires. The consumer used the patient programmer (pp) and stimulation was working properly. According to the consumer the patient didn¿t stay still and was always getting up and then falling. On (B)(6) 2016, the patient died at their home under hospice care. The consumer thought the death was related to the device. It was noted the consumer had a picture of the patient during the time they were dying when they were holding or pointing to their head. The medications the patient was receiving prior to their death included: risperidone, trazodone, morphine, warfarin, and a prostate medication. There was no autopsy performed and the cause of death was listed as normal cause without parkinson¿s being listed. Relevant medical history includes parkinsonian tremor. Refer to manufacturer report #3004209178-2016-13847.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.